Manufacturer narrative:
(B)(4) was not returned for evaluation as it was reported to be disposed by the site. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis revealed low flow alarms and a sudden sustained decrease in flow to parameters below the normal operating range, confirming the reported event. The pump was explanted and a large clot at the inflow cannula was noted by the surgeon. The most likely root cause of the low flow event was the reported inflow cannula clot. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the patient outcome include the patient's recent subtherapeutic inr, other related comorbidities (heparin-induced thrombocytopenia), and anticoagulation therapy. The most likely root cause of the reported event and patient outcome was the patient's uncontrolled anticoagulation which lead to the development of device thrombus. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
A report was received that the patient was admitted with a sudden drop in hvad flows (to 1.4l/min) with low flow alarms in the setting of 3 watt power consumption. The patient was reported to be asymptomatic without dark urine. Laboratory findings are reported to be suggestive of dehydration with an elevated lactate dehydrogenase level. Flows improved slightly with oral fluids (to about 2l/min). An echocardiogram revealed normal left ventricular (lv) systolic function with the aortic valve opening with every beat and a poorly visualized outflow graft. Increasing the hvad flow from 2400 to 2800rpm increased the hvad flows only marginally and did not unload the lv. A preliminary review of the controller log files revealed a sustained decrease in estimated flow starting on (B)(6) 2016. It was also noted that the power consumption was below the normal operating range. The patient's lactate dehydrogenase level continued to rise. While the patient remained in stable condition, the decision was made to exchange the pump before the patient became symptomatic. The pump exchange was performed on (B)(6) 2016. The pump exchange was well-tolerated by the patient. A large clot was visualized in the inflow conduit of the explanted pump. The site was satisfied with the cause of the obstruction and will not be sending the pump for further analysis. The site disposed the pump per procedure. The last report received indicated that the patient is being bridged with argatroban due to subtherapeutic international normalized ratio (inr), otherwise, is physically recovering. The plan is to discharge patient with home health care. Of note, the patient missed anticoagulation dose on (B)(6) 2016. Inr level was sub-therapeutic on (B)(6) 2016 and dosing was subsequently increased. Inr level was back to normal range by (B)(6) 2016. The patient had a similar instance in the middle of (B)(6) when he missed a dose. The patient was not bridged with lovenox due to heparin allergy. No further information was provided.